Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Drive support cap was inspected and no anomaly was noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm. The blood glucose level at the time of the incident was 412 mg/dl and current blood glucose was 151, 306 mg/dl. The customer treated with the manual injection and insulin pump. The customer experienced the symptoms related to high blood glucose such as excessive thirst; irritability. Troubleshooting was done for high blood glucose and under delivery and also for no delivery alarm. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that they had performed the high pressure test and the test was passed. The insulin pump will be returned for analysis.